Manufacturer narrative:
Complaint conclusion: as reported, the user was unable to insert a 6f-7f mynx control vascular closure device into the unknown procedural sheath through the sheath valve because the sealant in the tube was pre-expanded and could not pass through the introducer sheath. Hemostasis was achieved using another mynx control. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The device was used for vascular closure after a peripheral transluminal angioplasty (pta) procedure and used a retrograde approach. The employer was mynx certified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter and there was mild tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) were not out of position. The device was removed from the packaging as per the IFU. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The procedural sheath not returned and the sealant was observed at the distal end of the sealant sleeve exposed to blood. Per microscopic analysis, the sealant outer sleeve was frayed and kinked. The condition may contribute to the insertion difficulty. However, it is unknown if the damage to the sleeve occurred during the procedure or during subsequent handling or transit. The sheath involved in the reported complaint was not returned for investigation. An insertion test was not performed on the received device due to the damaged sealant sleeve. A product history record (phr) review of lot f2016001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the sealant sleeves, may have contributed to the reported event. The mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2016001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, the user was unable to insert a 6f-7f mynx control vascular closure device into the unknown procedural sheath through the sheath valve because the sealant in the tube was pre-expanded and could not pass through the introducer sheath. Hemostasis was achieved using another mynx control. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The device was used for vascular closure after a peripheral transluminal angioplasty (pta) procedure and used a retrograde approach. The deployer was mynx certified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter and there was mild tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) was not out of position. The device was removed from the packaging as per the IFU. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.